Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, omsc presumed that the reported phenomenon was caused by the failure of the converter. The cause of the failure of the converter could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was inspected at olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to failure of the converter. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the field service engineer that during the preparation for use, the error e103 which indicated that the subject device was broken down occurred. There was no report of patient injury associated with the event.